Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 at 11:00 pm the patient obtained the blood glucose reading of 540 mg/dl and on (B)(6) 2013 at 2:00 am a reading of 300 mg/dl. The patient reported she ¿did not feel well¿; specific symptoms not provided. The patient noted she changed the infusion site twice and took bolus doses of insulin via the pump but her blood glucose level did not correct. The patient took correcting bolus doses of insulin via a syringe injection, and her blood glucose level dropped to 90 mg/dl. The patient was unable to troubleshoot the pump at the time of the call to customer service; the issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and received injections with insulin to correct her blood glucose levels, therefore, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal and bolus deliveries were recorded on (B)(6) 2013. The pump history revealed no alarms outside the range of normal patient use. The total daily doses added up correctly and reflect the user¿s programmed basal rate. The pump was exercised for 29 hours and was found to be delivering as intended without malfunction or alarms during testing.